Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 166 mg/dl while the sensor glucose reading was 96 mg/dl. The customer mentioned blood at site. The customer stated that the site was not actively bleeding. The product was returned for analysis.